Event description:
The user facility in (B)(6) reported while performing sculpt in a cataract extraction, bubbles came into the anterior chamber. There was no impact to the pt. Additional viscoelastic was used, and the case was increased by 30 seconds while trying to rid the chamber of the bubbles.

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any additional information is received. The sterilization and lot history records have been reviewed and found to be acceptable.